Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 8:00 am, the result from the laboratory was 1.7 inr. At around 12:00 pm, the customer stated they received a result of 6 inr and 7 inr. These results were not found in the meter memory. The customer has a therapeutic range of 2.0-3.0 inr.

Manufacturer narrative:
Initial reporter occupation is lay patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Review of the meter memory shown that the obtained qc values were stored appropriately. No meter memory issues were observed. The alleged results of 6 and 7 inr were not observed. Review of the meter error log observed error 6. Error 6 might be triggered by a moved test strip during the measurement.